Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular [rv] lead defibrillation impedance was measuring high. It was also reported that the impedance has been trending upward since implant. The maximum impedance alert was increased and the rv lead remains in use. No patient complications have been reported as a result of this event.